Event description:
It was reported that pump froze, did not change screens despite reset attempts. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.